Event description:
Customer reported the system is displaying a precharge fail error and the power cord is frayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the power cord. System operates as intended. This MDR is related to ge healthcare complaint number.